Manufacturer narrative:
Eval summary: the femoral augment and femoral component are incompatible. The femoral and articular surface components are also incompatible. A health hazard eval indicated that the femoral and articular surface incompatibility may result in soft tissue impingement, pain, anterior lift-off of 17mm or thicker articular surface, and revision surgery. It is likely that the reported pain is due to the implantation of incompatible components. Eval: device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specifications. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the pt is experiencing pain.